Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. It was reported that the valve jammed on the vizigo¿ sheath. The physician could not pass the catheter through the valve of the sheath. There were no visible broken parts. The hemostasis valve (gasket) was intact. There was no detachment of the hemostatic valve. The sheath was in the patient and then it was removed and replaced with a second vizigo¿ sheath. No air entered the patient¿s body, and no percutaneous or surgical removal were required. There was no blood observed in the hemostatic valve and the patient hemodynamics were not compromised due to bleeding. The surgery was delayed by five minutes due to the reported event. A new vizigo¿ sheath was used and the procedure was successfully completed. No fragments were generated. No other medical intervention was required. The patient was not part of a clinical study. There was no patient consequence.

Manufacturer narrative:
Initial reporter facility name (cont.): (B)(6). The product has not returned for analysis, however, a picture(s) were provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The investigational analysis of the photo was completed on (B)(6)-2022. It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. It was reported that the valve jammed on the vizigo¿ sheath. The physician could not pass the catheter through the valve of the sheath. There were no visible broken parts. The hemostasis valve (gasket) was intact. There was no detachment of the hemostatic valve. The sheath was in the patient and then it was removed and replaced with a second vizigo¿ sheath. No air entered the patient¿s body, and no percutaneous or surgical removal were required. There was no blood observed in the hemostatic valve and the patient hemodynamics were not compromised due to bleeding. The surgery was delayed by five minutes due to the reported event. A new vizigo¿ sheath was used and the procedure was successfully completed. No fragments were generated. No other medical intervention was required. The patient was not part of a clinical study. There was no patient consequence. A picture showing the device was received for analysis. The photo does not provide sufficient information related to the reported event and therefore no result can be obtained from it. A device history record review was performed for the finished device 50000022 number, and no internal actions related to the complaint were found during the review. The customer complaint cannot be confirmed. The device has not been returned for evaluation. Since no device has been received, no product investigation can be performed. If the device is received in the future, the product analysis will be performed as appropriate in order to find the root cause of the complaint. H6. Investigation findings code of ¿appropriate term/code not available¿ represents photo/video analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)